Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer had been using the same infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the infusion set is indicated for use with the mobi pump for 3 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection.